Event description:
It was reported that pump experienced malfunction. There was no reported impact to the customer¿s blood glucose level. Patient declined further troubleshooting and follow-up, and technical support closed case with no additional actions taken.